Event description:
I had a shoulder replacement in 2019. On (B)(6) 2024 my shoulder dislocated while I attempted to wash my hands. I saw my surgeon the following week and was told my hardware broke. I was scheduled for surgery on (B)(6) 2024. Upon awakening from surgery, I was informed that the parts in my shoulder were under a recall from exactech due to leaking oxygen barrier. I was never notified by exactech or told by my doctor that there were potential issues with my replacement. On (B)(6) 2024 I was hospitalized due to infection in my shoulder. I now have a PICC line and IV antibiotics and will be on oral antibiotics for at least 6 months to a year. I would like to speak to someone concerning this matter as my health is at stake and I am getting little help from the doctors or legal professionals I have spoken with.